Manufacturer narrative:
(B)(4)

Event description:
Product was available for evaluation. A visual inspection was conducted and passed. A voltage test was conducted and passed. A functional test was conducted and passed. A pairing test was conducted and passed. A data investigation was conducted and failed. Customer allegation was confirmed and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, that transmitter was not back filling data was reported. Data was not available for evaluation. Confirmation of the issue and a probable cause could not be determined. No additional event or patient information is available.